Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that accidentally gave herself 10.0 units of insulin while she was doing a calibration and entering her blood glucose of 134mg/dl. The customer stated that she was scared, and could not figure out how to suspend the bolus. Then she grabbed some juice and started to drink. While customer was on the phone, she was instructed to review the bolus wizard screen, and she was stuck on the resume screen, but she did not want to resume her basal. Asked the customer if it's fine with her to call the paramedics since she is alone at home. The paramedics arrived and make them aware that she over delivered insulin as well she had treated with her blood glucose. The blood glucose reading was 220mg/dl at this time. No further information was provided.